Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. Section has been updated based on product download

Event description:
Customer reported the adc freestyle libre sensor detached from the adhesive after 7 days of wear and he/she was therefore unable to monitor her glucose. Customer experienced symptoms described as anxiety, tremors, hypoglycemia, and a loss of consciousness and was treated with water with sugar by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered s the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor detached from the adhesive after 7 days of wear and he/she was therefore unable to monitor her glucose. Customer experienced symptoms described as anxiety, tremors, hypoglycemia, and a loss of consciousness and was treated with water with sugar by a non-healthcare professional. There was no report of death or permanent injury associated with this event.